Manufacturer narrative:
3/20/2023 this follow-up report is being filed as it was discovered on review of the filed MDR report that the incorrect incident date was provided in the original MDR report. The actual incident date was (B)(6) 2023 ((B)(6) 2023).

Event description:
It was reported that revision surgery was needed after the patient developed an infection after the primary surgery. The original surgery date was (B)(6) 2022. The revision surgery was (B)(6) 2023.

Manufacturer narrative:
It was reported that revision surgery was needed after the patient developed an infection after the primary surgery. The original surgery date was (B)(6) 2022. The revision surgery was (B)(6) 2023. There have been no other reports of procedural or post-operative complications for this patient. The ncmr records were reviewed and there were no reports for this sn. . Infection is a known complication of joint replacement surgery. Cause of infection cannot be conclusively determined with available information.

Event description:
It was reported that revision surgery was needed after the patient developed an infection after the primary surgery. The original surgery date was (B)(6) 2022. The revision surgery was (B)(6) 2023.